Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated charge circuit timeout. The analyst noted that alerts for excessive charge time occurred on (B)(6) 2015 and charge circuit timeout on (B)(6) 2015. Device is end of service (eos) in 2013.(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) with demonstrated excessive charge time and charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.